Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with ultra-fine¿ needle broke off into the vial. There was no report of injury or medical interventions.

Manufacturer narrative:
H.6. Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7037941. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly - there was one (1) batch of material# 700007543 (syringe 1.0ml asm 31ga 8mm tw sm700177 sc) which was consumed into final product batch# 7037941. Batch# 7037941. Date(s) of manufacture: 12mar2017 to 15mar2017. Machine(s) manufactured on: (B)(4). Pils: there was one (1) batch of material# 700007542 (barrel 1.0ml shd 31ga 8mm tw sm700177) which was consumed into final product batch# 7037941. Batch# 7037941. Date(s) of manufacture: 12mar2017 thru 15mar2017. Machine(s) manufactured on: (B)(4). There were three (3) notifications [200681840, 200682096, 200682050] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle not drawing insulin and the 5th related complaint for needle breaks off in vial on lot # 7037941. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation.